Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right ventricular lead, which was reproducible in the clinic. The patient was not pacemaker dependent. The patient will continued to be monitored.

Event description:
New information received notes that noise was discovered in clinic during a follow up. Programming change had been made when the patient came in to clinic. Patient's condition was stable.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before, during and after procedure and was discharged.

Event description:
New information received notes that clavicular crush was suspected on the lead.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.